Manufacturer narrative:
Eval of the device cannot be performed as the device serial number is unk. This is the final report.

Event description:
A report was received that the pt underwent pocket revision surgery to update the ipg, add a second lead, and to reconnect the existing lead that came loose. No add'l info is available as this was received from an anonymous marketing survey.